Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23637. It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing stored by the implantable cardioverter defibrillator. The patient subsequently presented in clinic where reproducible noise caused by myopotential oversensing was noted on the right ventricular sense channel. Programming interventions were made. There were no adverse patient consequences.